Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011.according to the complainant, the procedure was completed with this device; however during the last sweep of the common bile duct, the catheter of the device bent and split. No pieces of the device detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.